Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. The root cause of the reported difficulties and the subsequent treatment are due to the circumstances of the procedure. The device was flushed successfully prior to insertion and after insertion which indicates the device may have not been inserted enough, or tissue interference prevented mark. The device was difficult to insert and the loose suture indicating possible tissue interference. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted with a prostyle device after an atrial fibrillation ablation interventional procedure using an 8f sheath. Reportedly, there was no flow at the marker lumen. The device was removed, successfully flushed, and reinserted, but there was still no flow. During this process, it was noted that the sutures were unraveling and it was difficult to insert the device into the vessel. An additional prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.